Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Ofr sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the french guideline. The device was evaluated at olympus repair center. According to the evaluation, the following was found. - insulation was failed. - light guide lenses and ccd cover lenses are chipped. - the distal end cap was cracked. - the bending section rubber adhesive was worn out. - the connecting tube had a crease. - body unit is damaged. - switch 1 button rubber is pierced. - universal cord has wrinkles. - angulation in each direction is out of specification - biopsy channel was worn. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the user handling of the device reprocessing was inappropriate -the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on (B)(6) 2021, following microbes were detected from the sample collected from the subject device. All channels: pseudomonas aeruginosa (>100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg wd440 adaptascope, using peracetic acid. There was no report of infection associated with this report.